Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the operating room for a device change out procedure due to normal eri. Prior to the procedure, high, out of range, high capture threshold was observed on the rv lead. No other electrical anomalies were observed. Lead insulation appeared to have abrasion as well. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.